Event description:
Dealer states unit is extremely hot. The chair was going around in circles. Additional reportable malfunction for this device; prid (B)(6) - wheel issue; prid (B)(6) - compromises to the right.